Event description:
Information was received indicating that the level 1 hotline low flow systems - hl-90 had leaked. There was no patient involved.

Manufacturer narrative:
Other, other text: one fluid warmer was returned for evaluation. Visual inspection of the device found a cracked enclosure and tank cover, and an outdated pcb and power switch. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Device tank was filled with water and powered on. The reported customer complaint had been confirmed as a result of a crack in the enclosure near the drain fitting. The problem source has been determined to be other-crack in the enclosure.